Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the complete set is returned in the original tray. The filter is still attached to the introducer. The red safety button is unlocked. The sheath has innumerable kink tendencies. A penetration is noted approximately 15 cm from the fitting. Between the penetration and the fitting, approximately 8 and 10 cm from the fitting there are clear kink tendencies. The filter is deformed and the secondary filter leg attached to the penetrated primary leg is curled upwards. According to the description of the event "when advancing the delivery catheter with a filter into the target site by right internal jugular approach, strong resistance was encountered. Therefore, the physician retrieved the devices out of the patient's body and checked them, which confirmed burr on the sheath." However, the tip of the sheath has a normal shape. Based on the information provided, it is evaluated that excessive force applied when the introducer was advanced is the cause of the event. However, under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance it through tortuous anatomy. Filter legs may be prone to exceed the sheath wall if forcefully advanced through a bent sheath, thus explaining reported filter retrieval difficulties. Based on the description, it is evaluated that the root cause for the difficult advancement cannot be determined. It is seen before that if excessive force is applied during advancement, the sheath could bend and cause difficult advancement. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient experienced ivc filter placement by right internal jugular approach. When advancing the delivery catheter with a filter into the target site by right internal jugular approach, strong resistance was encountered. Therefore, the physician retrieved the devices out of the patient's body and checked them, which confirmed burr on the sheath. Another manufacturer's device was used alternatively and the procedure was completed. Patient outcome: unknown as information was not provided.